Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2016 at 10:30pm when a reading of ¿108mg/dl¿ was obtained when a control solution test was performed using the subject device, which falls outside the specified range. The patient stated that he manages his diabetes using insulin (self-adjuster) and continued with his usual dose including sliding scale after the reported issue began. The patient reportedly experienced symptoms of shakiness approximately 2-3 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and the test strips and control solution were within expiry, however the patient¿s testing technique was incorrect as the first drop of control solution had been used without shaking the bottle or cleaning the tip. The csr walked the patient through a control test and the result was out of range. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.